Event description:
It was reported "leaking from hub of 4fr sl PICC." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed twenty-seven other similar product complaint(s) from this lot number.